Event description:
It was reported that the patient had a pump stop and low speed recorded in their log files. Following review, technical services saw that the data showed multiple pump stops and that this type of behavior has been linked to potential issues with the percutaneous lead. Additionally, the issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module. They recommended that the patient remain on battery power until further investigation. It was communicated that the patient asymptomatic during the events and was scheduled for a heartmate ii (hmii) to heartmate 3 (hm3) pump exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed breaches in the insulation of the black, brown, red, and green wires which would have contributed to the abnormal pump operation captured within the submitted log files. The submitted log file contained approximately 2 days of data. The log file captured intermittent low speed operation and pump stop events on the final day of the log file. The pump regained speed between events and after the final event for the remaining duration of the log file. The log file recorded low speed alarms and low flow alarms during the abnormal pump operation. The patient was operating on their power module during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue. (B)(6) was returned assembled with the driveline cut into multiple segments. The proximal portion measuring approximately 4 inches from the pump housing, a middle segment of driveline measuring approximately 8 inches, and a distal portion of driveline measuring approximately 25 inches were returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The outflow graft and outflow graft bend relief were not returned. The bend relief collar was not returned. The outflow elbow was returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the black wire, the brown wire, the red wire, and the green wire all approximately 8.5 inches from the pump housing. All areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield, a short to shield would have resulted, causing the low speed operation and pump stop events observed in the submitted log file. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. The IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. The patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Qap, hm ii percutaneous cable, p/n 105016, describes the methods and acceptance criteria for quality assurance incoming visual inspection of the hm ii percutaneous cable percutaneous cable 105016, heartmate ii, defines additional supplier requirements relating to purchase orders of the heartmate ii percutaneous cable. Fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. Qap, hm ii pump, cable boss helium leak test, describes the procedure to be followed to perform the heartmate ii pump cable boss helium leak test. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after a heartmate ii (hmii) to heartmate 3 (hm3) pump exchange on (B)(6) 2022 the patient had major bleeding in the pump pocket and the abdominal cavity on (B)(6) 2022. They were given four to eight units of red cell concentrate and heparin and had a reoperation. Related manufacturer report number: 2916596-2022-11122.

Manufacturer narrative:
Author information: m. Shinabe. Experience of pump replacement for pump outages due to vad driveline damage. Artificial organs. Ehime university hospital medical support department me equipment center, matsuyama, japan. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article "experience of pump replacement for pump outages due to vad driveline damage" that the patient underwent a hm ii to hm3 pump exchange due to driveline damage causing pump stops. The patient had no issues for 3 years and 8 months post-implant. A low flow alarm had reportedly occurred while the patient was sleeping. The patient was asymptomatic, but as the alarms were persistent the patient visited their emergency department. The patient had a history of pump stop and associated low flow alarms. A short to shield was suspected in the patient's driveline as no alarms occurred when the patient was connected to battery power. The patient underwent a hm ii to hm3 pump exchange without any issues.